Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, prior to procedure, the physician tested the device outside the patient; however, the bands started to roll up on the ligator cap and the bands did not deploy. Reportedly, the physician tried to deployed all the bands in order to remove the device off the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.